Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The patient had had a prior endograft implanted (cook). The patient had a type I endoleak and a valiant graft was implanted resolving the endoleak. Two days prior to the valiant the physician performed a carotid to left subclavian artery bypass. It was reported that the patient presented with chest pain. Upon viewing the images an unknown endoleak was observed. The endoleak has not been determined yet. It is either a type ii from the left subclavian artery or a type iii, junctional leak. The lsa is still filling. The patient has refused further treatment. No clinical sequelae were reported and the patient is being monitored.